Event description:
It was reported that due to patient anatomy the lead procedure was difficult. After several attempts to fix the lead the helix was damaged.the lead was also attempted after the use by date. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.